Event description:
As I attempted to attach the sensor on my daughter's underwear, the lever that opens and closes on the sensor broke. I did not use excess force, neither did I push hard. It was fragile and broke. It exposed two very sharp flat metal plates inside the sensor. These plates are very sharp and edged at 90 degrees. It can pierce skin and cause serious cuts. Even with the lever operating correctly and closed, this is still a problematic issue. The alarm cannot be used and the sensor is simply put, poorly designed and dangerous to the user. FDA safety report ID# (B)(4).